Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) did not exit the cartridge. Ophthalmic viscosurgical device (ovd) was applied however there was resistance which resulted in the leaking of ovd and a macerated lens with fractured haptics. The iol did not contact the eye. The customer indicated this is not use error. There were no complications such as incision enlargement, vitrectomy or sutures. No plans for medical or surgical intervention in the future. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 patient information: information asked, unknown/not provided. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section e1, email address: the customer provided (B)(6), however it¿s returning undeliverable. Section e1, establishment name, address, state, and zip code: asked, unknown/not provided. Section e1, telephone number: (B)(6). Entering the telephone number in h10 as the field only takes the us format. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- medical device problem code: the code 1069 was used to report haptic damaged and lens damaged. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 15, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod advanced. Viscoelastic residue was distributed through the length of the cartridge. A stress mark was observed on the cartridge through the cartridge tip, however, the stress mark was observed to be in specification for used product. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. No lens was received for evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.